Event description:
It was reported a patient underwent open reduction internal fixation on (B)(6) 2013. During the procedure, the k-wire fractured while the surgeon attempted to remove it from the patient¿s bone. The patient retained a piece of the wire. The procedure was delayed thirty (30) minutes.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown.